Event description:
It was reported that during an unknown procedure, the surgeon used high force to complete the second firing with the blue reload. The staples were unformed. One blue reload was used before this event. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled, pan. The analysis found that one ec60 device was returned in good visual condition and with an ecr60b loaded on the device. The reload was received with the left side fully fired and the right side partially fired 1/3. In addition the cartridge pan was noted to be damaged and partially dislodged. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.